Event description:
Nurse went to place an IV on a patient prior to a procedure. After venous access was obtained, the needle would not retract and was difficult to remove from the catheter that was to remain in the patient.